Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure to place a wallflex enteral colonic stent. The patient's anatomy was noted to be "moderately tortuous." The physician indicated that, the level of difficulty was "very high" and that "the handle had to be pushed with strong movements" which resulted in breakage of the stent deployment system handle (external to the patient). The device was removed and disposed. The physician has reported that the patient sustained a perforation to the colon. The patient underwent surgery to repair the perforation and now has a colostomy.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, we are not able to determine the relationship between this device and the cause for this event.